Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was fully deployed and was not returned. The over sheath assembly was missing. A kink was noted on the control wire and coil; the control wire was removed from the device. It was noticed that the slider cover and cross pin were detached from the slider. Based on the evaluation of the returned device, the kink in the control wire indicates the end-user may have exceeded the design limits of the device during use. The clip was used with a duodenoscope and the sheath was removed before the procedure. The directions for use (dfu) requires that in a difficult scope position, it may be necessary to straighten the endoscope to facilitate the device passage and to expose the clip from the over-sheath, and then reposition scope for treatment. The resolution clip is designed to be compatible with gastroscopes and colonoscopes. Therefore, the most probably root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with mucosal resection procedure performed on (B)(6) 2015. According to the complainant, during the procedure, after the physician removed a lesion with a snare next to the ampulla, he asked for a clip and requested to have the sheath of the clip removed. The clip was passed down the duodenoscope then grasped and locked onto the mucosa; however, when the clip was deployed it was difficult to release it from the catheter. While they were trying to release the clip from the catheter, the handle fell apart. The technician was still able to pull the "metal stylet" out which is believed to have helped the clip to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) clip difficult to release from the catheter. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) with mucosal resection procedure performed on (B)(4). 2015. According to the complainant, during the procedure, after the physician removed a lesion with a snare next to the ampulla, he asked for a clip and requested to have the sheath of the clip removed. The clip was passed down the duodenoscope then grasped and locked onto the mucosa; however, when the clip was deployed it was difficult to release it from the catheter. While they were trying to release the clip from the catheter, the handle fell apart. The technician was still able to pull the "metal stylet" out which is believed to have helped the clip to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.